Manufacturer narrative:
A review of the manufacturing records for the gore® excluder® device could not be performed as device item and lot numbers were not available. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. Per IFU, the gore® excluder® aortic extender is intended to be used after deployment of the gore® excluder® aaa endoprosthesis. This extension is intended to be used when additional length and/or sealing for aneurysmal exclusion is desired. Per IFU, adverse events that may occur and/or require intervention include but are not limited to endoleak.

Event description:
In a literature review, the following information was obtained. F, saito. Et al. "A case of tevar for complicated acute type b aortic dissection¿ : a case report." (B)(6) heart foundation 2017, vol.49.no.4. On an unknown date in 2015, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a complicated acute type b aortic dissection. During the procedure, overlap between the two gore® tag® devices was reportedly too short. A gore® excluder® aortic extender component (item and lot numbers unknown) was implanted as a bridge between the gore® tag® devices, however, a type iii endoleak reportedly remained. According to the report, the endoleak contributed to a decrease in the patient¿s blood platelet count. On post-operative day 25, an additional gore® tag® device was bridged between the existing devices to treat the type iii endoleak. A candy-plug technique was also performed, whereby a bard® fluency® stent graft was implanted through the re-entry tear and the false lumen was occluded. The patient¿s blood flow was improved, and the patient tolerated the procedure.

Manufacturer narrative:
Obtained item number for gore® excluder® device in this event, (lot number was unavailable): (B)(4).